Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 254 mg/dl and other 409 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports loss of communication between pump and transmitter customer stated she had an issue with sensor last night and the sensor failed. The insulin pump will not be returned for analysis.